Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2022-01831 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and pacer (demand and async) testing without duplicating the report. The device was recertified and returned to the customer. It is important to note the patient had a pace maker, which can affect the heart rate monitoring by design. In order to remain safe, the device will not allow a pacer discharge within 250ms of an internal pacer pulse, so the heart rate detection circuitry will be blanked out during this 250ms period. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.